Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not have phacoemulsification power during calibration and setup for a surgical procedure. There was no patient involvement.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the equipment. The handpiece was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The handpiece was connected to a calibrated infiniti system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. An analysis of data showed no tuning failures after a total of 173 tunes. Testing on the dynamic tuning fixture (dtf) was attempted but the handpiece was unable to pass tuning. The handpiece could not be disassembled for further testing as it was marked ¿customer property. Although the reported event of no phaco was confirmed as the handpiece did not pass tuning on the dtf, the root cause of the reported event cannot be determined conclusively. The handpiece could not be disassembled for further testing and root cause analysis as it was marked ¿customer property.¿ (B)(4).